Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that no fault was found. The imaging system then passed the system checkout and was found to be fully functional. The computer was returned to the manufacturer for analysis. Analysis found that the computer boots normally to the application screen. Analysis found that there was no fault found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was noted int ra-operatively and no impact on patient outcome. The delay in surgery was less than 1 hour. It was reported that the navigation system kept waiting for a 3d series coming from the imaging system. The 3d data set was never transferred, and navigation was aborted. The 3d acquisition was taken after checking that positioning sensor unit (psu) was tracking patient reference frame and imaging system trackers (green line). After image transfer failed, a manual push from mobile view station (mvs) was tried but the nav tag beside the 3d icon was missing.